Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred ((B)(4)) retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten ((B)(4)) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes was insufficient blood collected. The following information was provided by the initial reporter. The customer stated: found that the negative pressure of the blood collection vessel was insufficient during the blood test for the patient, and did not draw enough blood. Use the syringe to increase the negative pressure to reach the required blood volume, and then replace other vacutainer to continue to draw blood without insufficient negative pressure.